Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) was seen in follow-up for evaluation of two weeks of dizziness. Upon interrogation, the device was found to be in safety mode operation. It was questioned why the latitude remote patient monitoring system did not catch it. Technical services (ts) was consulted and confirmed the patient's communicator was working as expected and suspect a possible telemetry issue with the device. The patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Both the device and the communicator will be returned for analysis.

Manufacturer narrative:
To date, this product has not been returned to boston scientific; therefore, technical analysis cannot be conducted. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) was seen in follow-up for evaluation of two weeks of dizziness. Upon interrogation, the device was found to be in safety mode operation. It was questioned why the latitude remote patient monitoring system did not catch it. Technical services (ts) was consulted and confirmed the patient's communicator was working as expected and suspect a possible telemetry issue with the device. The patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Both the device and the communicator will be returned for analysis. Additional information: this product has not been returned despite good faith efforts thus far. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.